Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service engineer (fse) was dispatched on site: the event was confirmed. As troubleshooting, the hms board was replaced, and the alarm still persisted. Then, the hms and hmf boards from a different pump were installed into involved unit, and the alarm was still present. Finally, the pump head was replaced with a new one. Device was tested and the event was not replicated. Unit was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an s5 double roller pump 85 multiple stops followed by the display of an error message (432). The event occurred during procedure. There was no patient injury.